Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl. The customer stated that the insulin pump had a no delivery alarm. Customer is not able to troubleshoot at time of call. The insulin pump will not be returned for analysis.